Manufacturer narrative:
Additional product component: model number/catalog number: 72400098 and 72400024, serial number: null and null, batch/lot number: 166501016 and 143973013, model/catalog description: control pump and balloon fgs 61-70cm.

Event description:
It was reported that the patient experienced urethral erosion with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon were explanted and not replaced, a future replacement surgery is scheduled. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Analysis results: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Manufacturer narrative:
Additional product component: model number/catalog number 72400098 and 72400024. Batch/lot number 166501016 and 143973013. Model/catalog description control pump and balloon fgs 61-70cm.

Event description:
It was reported that the patient experienced urethral erosion with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon were explanted and not replaced, a future replacement surgery is scheduled. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was reported that the device was replaced.